Event description:
During troubleshooting for a check final line alarm, it was reported that the home patient was connected to the patient line during the priming phase of peritoneal dialysis therapy. Proper procedures were reviewed. The caregiver was advised to discontinue therapy but they insisted on continuing therapy with the same supplies. The caregiver was advised to notify their nurse of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the home patient connected to the patient line before the line was properly primed. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.